Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The ra lead was subsequently capped and replaced on (B)(6) 2026 due to noise and permanent atrial fibrillation (af). The patient was later discharged.